Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info. Was requested 10/30/2007 and 10/31/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A consumer reports blurry near and intermediate vision following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two mdrs associated with this event: MDR #1119421-2007-00499, MDR #1119421-2007-00500.